Event description:
Boston scientific has become aware of the following event: it was pci procedure of 90% stenosis of #12 (obtuse marginal branch) and #13 (distal lcx). At the first, the physician crossed to #12 with runthrough ns 0.014gw, and crossed to #13 with bmw 0.014gw. Pre-dilatation was enforced to #12 with ottimo rosso 2.0-15, and cypher 2.5-18 was developed. When checking it with this atlantis sr pro2, post-dilatation was enforced with 14atm because dilatation of cypher was insufficient. The last check was done with this atlantis sr pro2. However, atlantis sr pro2 was not able to be withdrawn afterwards. It seemed that cypher bent because tortuous lesion, and the catheter was caught. It did not come off from stent though the connector of telescoping shaft was removed, and the wire was inserted. Therefore, it was dilatation with speeder1.25 near the stent. But, it did not come off. Afterwards, he noticed a tear of the tip. Because the tip was left in left subclavian from lcx, it took out by a surgical operation. And it performed CABG.

Manufacturer narrative:
The technical evaluation will be performed when the device is returned to manufacturer. The results of the evaluation will be provided in the supplemental report.